Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup operation after being exposed to electrocautery during the explant procedure. The device was replaced; no patient symptoms were reported.